Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose level was 33 mg/dl and 70 mg/dl. Customers expressed symptoms such as shaking, sweating, mental confusion and inability to follow simple commands. Customer did not received medical attention. It was unknown whether the customer was using automode. It was reported that hey had performed displacement verification test and self test was passed. The insulin pump will not be returned for analysis.